Manufacturer narrative:
The facility provided the device's event history log for review. The review of the event history was performed and a failure code 12:303 was found. The device has been requested by baxter quality mgmt for eval, but has not yet been received. Should the pump be received for eval, a follow up report will be filed upon completion of the eval or if additional info becomes available.

Event description:
The hosp rep reported that a pump failed during pt infusion. The pt's blood pressure was reported to drop; however, the pt recovered and no injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, medical intervention, medication involved, and set up of the infusion device.